Event description:
Customer reported problems saving and recalling images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended.